Event description:
The clinician reports the implant was inserted (B)(6) 2013 in ada 14 of the patient's mouth. Sinus augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, swelling and fistula. No further patient complications were reported.